Event description:
Customer called stating that their meter is reporting erratic results. They allege that their meter reported a high results, so they took insulin which was not needed and it could have been life threatening. Customer refused to troubleshoot the meter, or give any further information.